Manufacturer narrative:
(B)(4) investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 22 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, celect&#59398;filter (lot # e3387649) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 6 - < 11 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 19.1 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 11 degrees. On the same day (B)(6) 2016 (day of procedure), the post-procedure x-ray revealed: site: filter tilt was 6 - < 11 degrees. Analysis: the angle of filter tilt in the ap view was 16.4 degrees and 5.2 degrees in the lat view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: imaging review confirms tilt (~16deg in reference to the posterior spinous processes and 14deg in reference to the lumen of ivc). Tilt should be measured in reference to the longitudinal axis of the ivc. Furthermore, one secondary leg perforates the ivc (leg extends 8.3mm outside the column of contrast). However, given the angle of tilt is opposite where the leg has penetrated, this suggests the filter was inadvertently pushed out of the deployment sheath rather than unsheathing the filter as described by the IFU. By pushing the filter forward out of the sheath, the secondary leg engaged and penetrated the ivc wall, causing an upward force on the left side of the filter and resulting in the filter tilting in the contralateral direction. Based on the provided information, the root cause for the reported filter tilt and perforation of the ivc by a secondary leg is likely related to the user technique during the procedure of filter placement. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 22 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, celect® filter (lot # e3387649) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 6 - < 11 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 19.1 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 11 degrees. On the same day (B)(6) 2016 (day of procedure), the post-procedure x-ray revealed: site: filter tilt was 6 - < 11 degrees. Analysis: the angle of filter tilt in the ap view was 16.4 degrees and 5.2 degrees in the lat view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.